Manufacturer narrative:
Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: adverse event problem. Additional information: d4: primary unique device identifier (UDI). D5: operator of device. D9: is this device available for evaluation? H4: device manufacture date. H11: evaluation summary. Evaluation summary: event that occurred is video image failure (black out). The pentax engineer checked with hospital staff. The malfunction was found during pre-use check. No harm was caused to the patient. The examination was completed with a backup device. Based on the investigation, a potential root cause of this failure is moisture was on the electrical contacts, causing a short circuit. The soaking cap of the endoscope was worn out , resulting in a compromised sealing effect.the electrical contact was not adequately dried. The equipment section engineer checked on site and discovered residual moisture within the electrical contacts. Following the drying of the electrical contacts, the endoscope functioned normally. It was recommended that the department consider replacing the soaking cap to prevent future incidents. Investigation completion and return date: 06 feb 2025. Based on the trend analysis, there is no significant increase in repair complaints for this failure mode/hazard, and no increasing trend. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the endoscope was manufactured at pentax medical miyagi on 15-feb-2021 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 12-mar-2021. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When the used connected endoscope to the processor, there was no image which delayed in patient diagnosis and increased in patient anesthesia time, doctor changed other equipment to complete the examination instead of using it. After drying the electrical contacted by engineer, it could word properly. Harm performance: increase in patient anesthesia time. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.